Event description:
A patient reported they do not feel like the therapy is working for them and when they sit down they have no control over their bladder. They increased stimulation three times, but still had the same issue. During the report, the patient was on program 3 at 1.3v and stimulation was on slowly and they could feel it in the bicycle seat area. The patient did not want to switch to a new programs and said they would "continue with little increases". At the time of the report, the patient stated they could feel stimulation in the vagina and occasionally in the abdomen. The even date was noted as (B)(6) 2016. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.